Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the damaged safety clamp shim could not be determined. To correct the condition, the safety clamp shim was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental MDR will be sent.

Event description:
During product servicing by a service technician, a flogard infusion pump was found to have a damaged safety clamp shim. There was no patient involvement. No additional information is available.